Event description:
This is being filed to report unintended clip opening, the gripper getting caught on the leaflet, and the opening of the clip while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The patient was noted to have a thick septum leading to suboptimal transseptal puncture height. As such, there was a lot of tension in the system due to adjusting the system to obtain adequate device trajectory. While in the left atrium, the clip arms were noted to gradually open from 120-180 degrees. The clip was advanced and positioned on the mitral valve. While making the first leaflet grasping attempt, the anterior leaflet got caught on the anterior gripper but was able to be freed. Leaflet grasping was difficult but ultimately the leaflets were able to be grasped. However, the clip then failed to establish final arm angle (efaa) and was again noted to gradually open. The clip was not implanted and was removed. One clip was implanted reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported clip opening while establishing final arm angle (efaa) and unintended movement could not be replicated in a testing environment due to the return device condition. Difficult leaflet grasping and difficultly removing the clip from anatomy could not be replicated as these are related to patient/procedural conditions. It was observed that the actuator mandrel was protruding, release crimper was loose from the crimping cam, collet was broken and corroded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on all available information and the returned device analysis, a cause for the reported clip opening, difficult leaflet grasping, unintended movement and difficult to remove could not be determined. The observed corrosion on the collet was likely related to storage conditions and transport conditions. The cause of the broken collet appears to be due to post-procedural conditions such as shipping and handling of the device. The broken collet possibly contributed to a material protrusion (of the actuator mandrel), which resulted in a loose release crimper. There is no indication of a product issue with respect to manufacture, design, or labeling.